Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a closed reduction and internal fixation of the left distal radius comminuted intraarticular fracture, it was observed that an unspecified piece on the small battery drive device fractured. According to the report, the device was being used to drill holes for pin insertion when the event occurred. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. According to the report, that piece of drill/metal was left deeply embedded in the patient's bone. It was reported that the patient developed an infection and sustained severe injuries. The reporter was unable to provide additional information regarding the details of the injuries and infection. The reporter was unable to provide details on if and what medical interventions were performed or required. The reporter was unable to provide if there was any prolonged hospitalization. The patient's current status is unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.